Manufacturer narrative:
Date of event: unknown. This report is for 4 unknown 2.7mm variable angel locking screws/ unknown lot numbers. Part and lot number is unknown. UDI number is unavailable. Date of initial implant is unknown. Part of device remained in patient, not considered explanted. Device not available for evaluation. Not expected to be returned. Therapy date unknown no last name of the reported. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent surgery for a fractured tibia on an unknown date and was implanted with a variable angle medial distal tibia plate and approximately eight to nine screws. On (B)(6) 2016, the patient underwent revision surgery for a nonunion. During the surgery, it was noted that the heads of four of the 2.7mm variable angle locking screws had broken off. The heads were retrieved and the screw shafts were left in the patient. The remaining four to five screws and plate were removed intact. The patient was not replaced with new hardware and the future course of action is unknown. It was reported that the rest of the surgery went as planned and the patient was stable. Concomitant device: unknown variable angle tibia plate (part #unknown, lot #unknown, quantity 1). This report is for 4 unknown 2.7mm variable angel locking screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Exact date of when the screws broke is unknown. Device used for treatment, no diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.